Manufacturer narrative:
The customer's original reported issue was "pumps are either physically damaged or will not turn on/stay on" on (B)(6) 2023. The pump was shipped by the customer to medline's repair center precision. It was then reported that "internal fire / explosion caused damage to all components. Yes internal components seem damaged, fuse board is melted, fuses on fuse board is blown and it had a bad scent to it." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Internal fire / explosion caused damage to all components".